Event description:
Meter would not power on. Patient stated that it has not powered on since april. The patient woke up and felt hyperglycemic, patient called the paramedics who took the patient to the hospital patient's blood sugar was high and patient was treated with insulin. The patient did not know what the result was at the hospital. The patient takes oral medications at home. Patient has not tested patient's blood sugar since april the patient reported that starting about two weeks ago patient began to have "bad headaches and no energy". Patient has not sought any medical attention in the past two weeks. Based on the information provided, there is evidence that the meter did malfunction. There is insufficient information that the patient suffered a serious injury (no blood glucose test results from the hospital). Also, the patient did not attempt to test on the meter until patient was already experiencing symptoms. The meter is being replaced for the patient.